Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the glidesheath slender sheath was leaking. The patient is fine and stable. The procedure was successful. Additional information was received on 11/27/18. The type of procedure that was performed is unknown. The sheath was leaking while the guidewire was in place. Blood loss was reported to be less than 250cc. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.